Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) stopped responding to commands. After visual inspection, a broken steel cable was identified. 8 lives of the clamp were used at the time of breakage. The procedure was completed with no reported injury.